Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code 00 - software - unknown fault ID issue was verified, but the ui: hs insulin gauge/fill estimate-cold insulin issue and ui: load fill estimate-minimum fill notification issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a malfunction alarm occurred, and a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customers blood glucose level was 400 mg/dl. Customer reloaded the cartridge to resolve the issue. Additionally, the insulin gauge was inaccurate. Reportedly, the customer loaded the cartridge with cold insulin. Customer declined further assistance from tandem technical support regarding the issue. Reportedly, the customer continued to use pump for insulin therapy.